Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a whiteout on the monitor of the video processor. There were no reports of a delay or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, the cause could not be determined because the phenomenon was not observed during the inspection by the repair department, and it has been reported that this product works properly without any issues. Olympus will continue to monitor field performance for this device.